Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a colonoscopy procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was treatment for a tumor within the distal portion of the small intestine. The patient anatomy was noted to be very tortuous. During the procedure, the stent system was advanced through the colon and positioned at the target site within the small bowel. When the user attempted to deploy the stent, the distal handle was able to be retracted but the stent deployed by only 1-2cm. The user then attempted to retract the outer sheath by grasping the sheath with a hemostat but was unsuccessful. The stent was reconstrained prior to removal from the patient. No visible issues were noted to the device. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Based on the device analysis, which indicates that the stent was partially deployed and that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath, this is now considered a reportable event.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. A visual examination of the returned device found that the stent was partially deployed by approximately 24mm. It was noted that the distal handle was detached from the outer sheath. The outer sheath was stretched, kinked, and accordioned for a distance of approximately 165mm distal to the handle break. The stainless steel shaft was kinked at 30mm distal to the distal end of the proximal handle. During a functional evaluation, it was not possible to retract the outer sheath to deploy the stent. The shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. The outer sheath was unable to be moved distally or proximally. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. A review and analysis of all available information failed to indicate a root cause or probable root cause. The root cause classification is undeterminable.